Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal umbilical hernia repair procedure on an unknown date and mesh was implanted. Immediately after surgery, the patient experienced pain in the surgical area. The patient received a lidocaine injection to help with the pain but over time this injection had become more painful than the daily pain the patient was experiencing. Within the last couple years, the patient has developed a total body fever. Additional information will be requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.